Event description:
It was reported that the atrial lead was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the lead. It was reported that the cause of infection is unknown. The patient was stable before, during and after the procedure.